Event description:
Procedure type: hemicolectomy. According to the reporter: the first clip was applied on the vessel of the patient side without a problem. At the 2nd firing, the jaws would not open after squeezing the handle. The surgeon forcibly returned the handle and confirmed no clip was applied and bleeding occurred from the vessel. The vessel was grasped with forceps and was ligated with thread. Another device was used to complete the procedure. However, there was tissue damage as a result of this problem. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Nothing fell into the patient's cavity. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).